Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented three days post-implant for pocket revision. The patient experienced a hematoma at the pulse generator implant site. The pocket was re-opened and evacuated. The patient was stable.